Manufacturer narrative:
(B)(6), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pacemaker device could not be interrogated after a surgical heart intervention. The device will be replaced.